Event description:
Same case as MDR ID: 2134265-2012-07699, 2134265-2012-07731, and 2134265-2012-07830. It was reported that during a percutaneous coronary intervention procedure a vessel dissection and hematoma occurred. The target lesion being treated was located in the moderately tortuous and moderately calcified proximal to distal right coronary artery (rca). The lesion was predilated with a 2.50 x 12 mm emerge balloon catheter 3 times; 14 atmospheres (atm) for 14 seconds, 14 atm for 12 seconds, and 16 atm for 12 seconds. A 3.50 x 20 mm promus element plus stent delivery system (sds) was then advanced to the distal rca and deployed at 12 atm for 14 seconds. A 3.50 x 16 mm promus element plus sds was then advanced to the proximal rca and deployed at 14 atm for 10 seconds. The stent seemed well positioned and well apposed immediately following deployment. There was a gap between the two promus element plus stents. A 3.75 x 12 mm quantum balloon catheter was then advanced with some difficulty to the rca for post-dilation and inflated to 14 atm for 10 seconds. It was then noted that a vessel dissection had occurred in the rca between the two promus element plus stents. A 3.75 x 8 mm quantum balloon catheter was then advanced for additional post-dilation and inflated 4 times; 12 atm for 6 seconds, 12 atm for 6 seconds, 12 atm for 8 seconds and 14 atm for 8 seconds. A 3.50 x 8 mm promus element plus sds was then advanced with the intention of stenting the gap between the two previously deployed stents, however it was unable to cross the 3.50 x 16 mm promus element plus stent in the proximal rca. Multiple balloon catheters, including emerge and non-bsc devices, were then advanced to treat the dissection. Some of the balloon catheters were unable to cross the 3.50 x 16 mm promus element plus stent. However the non-bsc balloon catheters were able to be delivered and were used for post-dilation including the following; 1.25 x 10 mm, 3.00 x 10 mm, 2.50 x 10 mm and 2.00 x 10 mm non-bsc balloon catheters. Angiography showed that the unstented portion of the rca appeared partially blocked. The patient was given tribofan and transferred to another facility on the following day for repeat treatment of the rca. Follow up treatment found that the appearance of the rca had improved due to the tribofan. Access was obtained via the femoral artery and an unspecified stent was advanced and deployed between the two promus element plus stents. The physician believes that an intramural hematoma had been trapped between the stents. No additional patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).